Event description:
As reported by the user facility: reports the customer found a leak and crack from the connecting part of the three-way stopcock and female luer of the caresite valve. An indwelling needle, extension tube, caresite valve, sefio-follow three-way stopcock, and infusion set were hooked up from the pt side. For two days, the pt was administered "cylocide, rituxan, elplat, gemcitabine, and so on" as chemotherapy. On the third day, when the pt was administering lactec, the pt disconnected the three-way stopcock and caresite in order to change his/her clothes. During this time, back-flow and leakage of blood was found. The rptr indicated that the lot number was from either of the two lots listed below: lot # 0061317871 - mfg: 07/2013 - expiration 06/30/2016.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. However, a photo of the same was rec'd. Based on the returned photo, three cracks were evident on the female luer lock threads of the molded caresite body. The cracks started from the top of the valve and extended down to the bottom of the luer threads. In addition, there appeared to be two small cracks near the base of the valve. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The initial report from the facility indicated that the valve had been in use for approx three days when it began leaking. Based on the info provided by the facility, it would appear that using the device beyond the recommended 24 hrs likely contributed to the reported leakage. If the sample is rec'd for eval or if add'l pertinent info becomes available, a f/u report will be filed.